Event description:
According to the translation of a "doctor's certificate" received from the initial reporter, a patient died in the hospital "as a result of damage (cracking) of [his] bjork-shiley valve."